Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had their battery replaced on (B)(6) 2016 and now was having a problem with the healing of the implant site. The patient's spouse and the health care provider (hcp) said it didn't look right, so the patient would go back on (B)(6) 2016 for the hcp to do a procedure to do some repairing of the tissue. The patient was not sure if the hcp would be replacing the ins or not. The patient did not feel stimulation sensation shortly after implant in (B)(6) 2016, so they were not sure if it was working. The patient had not had a return of symptoms, but was not sure if this was due to the device or the other medications they were taking for incontinence. The patient had a little return of incontinence in the last couple of weeks in (B)(6) 2016. When they stood up after sitting for a period of time they would get the urge and quickly had to get to the bathroom. The patient was not going through more pads. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastro intestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.